Event description:
It was reported that the device does not have telemetry and has no indication of pacing or other activity. There was also no magnet tone. It was reported the patient heard tones from the device over a year ago. It was also reported that the device was unable to be interrogated. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.